Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration, and perforation of the uterus / migration of essure device location of device: uterus"), device breakage ("device breakage") and genital haemorrhage ("abnormal,heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included estradiol, lisinopril, loratadine and omeprazole. On (B)(6)2010, the patient had essure inserted. In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in 2013. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, abdominal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown and the dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement; on (B)(6)2011: unilateral occlusion (left tube occluded); on (B)(6)2011: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 8-may-2019: pfs received- events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)", reporter, concomitant drug added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration, and perforation of the uterus") and genital haemorrhage ("abnormal,heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (plantiff underwent surgery to remove essure device on 2013.). Essure was removed in 2013. At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.